Manufacturer narrative:
(B)(4). The customer stated that they changed the flow sensor and this resolved the reported issue. No parts were returned for evaluation.

Event description:
The customer stated that this unit is alarming "transducer fault." There was no patient involvement at the time of the incident.